Event description:
Report received of antisiphon valves leaking. The patient was receiving a continous infusion of fluorouracil of 450 mg/day in a concentration of 37.5 mg/ml at a rate of 0.5 ml/hr. The chemotherapy infusion was stopped and the patient missed a one day dose because she did not have any additional bag supply at home. The chemotherapy solution leaked onto the patient, but there was no report of any skin irritation or other patient harm. It was neccessary for the home care agency to make an additional visit to deliver a partial bag. The tubing was changed to solve the problem. The missed therapy was made up by extending the end of therapy. The patient used a fanny pack and states that she does not feel that she rolled on it or crushed the antisiphon valve in any way.